Manufacturer narrative:
The insulin pump was received with detached end cap. Analysis was unable to test for compromised force sensor alarms or prime/fill anomaly due to detached end cap. The pump had cracked battery tube threads, reservoir tube lip, case window display corners, scratched reservoir tube window and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 240 mg/dl. The customer states the insulin squirted out, during manual prime. The customer states they are unable to exit the "preparing to prime" loop. The customer states they received a compromised force sensor alarm and the insulin continues to drip after motor stops during the prime process. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.